Event description:
The customer reported touchscreen issues. The customer calibrated the touchscreen a few times and reports it keeps coming back from respiratory with touchscreen issues. The calibration procedure was performed successfully. The touchscreen has a dead spot in the lower left side. This spot is the most touched spot on the display. There was no patient involvement. The remote service engineer advised to replace the touchscreen. The customer replaced the touchscreen and the issue was resolved.